Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by the legal manufacturer to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure the threaded tip of an impactor fractured and fell into the patient. All pieces were retrieved and another impactor handle was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could no be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿